Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('flexible metallic structure embedded within the cornu') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included menorrhagia, vaginal bleeding, nabothian cyst, ovarian vein thrombosis, environmental allergy, headache, heartburn, d & c, sinus disorder, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: right: 3 trailing coils, left: 2 trailing coils. Product removal date updated from (B)(6) 2013 to (B)(6) 2010. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: flexible metallic structure embedded within the cornu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('flexible metallic structure embedded within the cornu') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included menorrhagia, vaginal bleeding, nabothian cyst, ovarian vein thrombosis, environmental allergy, headache, heartburn, d & c, sinus disorder, dyspareunia and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: right: 3 trailing coils, left: 2 trailing coils. Product removal date updated from (B)(6) 2013 to (B)(6) 2010. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: flexible metallic structure embedded within the cornu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, patient middle name, medical history, event: novasure endometrial ablation, rcc added. Event: medical device removal replaced with event: flexible metallic structure embedded within the cornu. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.